Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the left monitor went out during a case. No pt injury was reported.